Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during pre-test, a cassette disconnected alarm was noted with a smiths medical cadd cassette reservoir. It was also reported that a visual inspection indicated excess material in the reservoir. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: five cadd cassette reservoir were returned for the evaluation of the reported issue. Sample was received in used conditions, without its original packaging decontaminated and inside in a plastic bag. A visual inspection was performed where the samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination to detect sample conditions that could cause functional issues. Of the five samples received, four cassettes were received with the spring occlusion mechanism damaged. One sample was received without spring occlusion mechanism. An accuracy test was then performed, and the five samples tested failed the test. However, the samples were received in damaged conditions, it is possible that cause a variation in the delivery. Upon functional testing, the samples were fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint was not confirmed. No root cause was determined due complaint was not confirmed. Actions taken were not performed due complaint not being confirmed.